Manufacturer narrative:
Summary of eval: eval results suggest that this event would not be associated with the device but rather would be related to user technique.

Event description:
Updated info revealed that the twist drill broke during application. The drilling speed was indicated as normal & the power system used was an electrical zimmer micro drill. The drill was used together with a drill guide. However, no operating test (air test) was done prior to application on pt. This event did not cause an adverse consequence to the pt or an extension of surgery time.